Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer had to load a new cartridge prior to resuming insulin during fill tubing. While troubleshooting with tandem technical support, customer admits he may have accidentally restated the cartridge change process. Tandem technical support walked customer through the load process and fill tubing and the customer saw drips coming out of the end of the tubing. Customs blood glucose was not affected